Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right breast implant illness health effect: clinical code e2402: generalized illness. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with unknown size unknown saline implants smooth and experienced breast implant illness postoperatively. As a result, the patient underwent bilateral removal only surgery on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.